Event description:
It was reported that the cartridge looked rugged when intraocular lens (iol) was tried to be advanced. The lens did not advance and was stuck in the cartridge. The cartridge had a rough edge and this was not noticed by the technician upon loading of the lens. The surgeon noticed this issue and did not want to place the lens in the patient's operative eye. Only the cartridge tip made contact with the eye. The backup lens of same model and diopter was used to complete the procedure. There was no patient injury and no other intervention was required. The patient was doing fine post operation. No further information was provided.

Manufacturer narrative:
Pt. Info: unknown/not provided, asked but not available. Lot number: unknown/not provided, asked but not available. Catalog number: unknown, as lot number was not provided. Expiration date: unknown, as lot number was not provided. Unique device identifier (UDI #): unknown, as lot number was not provided. If implanted, give date: not applicable, as this is not an implantable device.  If explanted, give date: not applicable, as this is not an implantable device.  The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 20, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the emerald30c cartridge was received with a damaged cartridge tip. No other defects with the cartridge was observed. No defects with the returned 3-piece iol was observed either before and after cleaning the lens. The lens was received in the lens case and not inside the cartridge. Conclusion: the complaint issue of stuck in cartridge was not confirmed. The complaint issue of cartridge tip cracked/damaged was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.